Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they found one of the lead was "dead" when they were doing his last stimulator replacement surgery. It was a paddle lead and the manufacturing representative had asked the patient at that time if he wanted to continue with only one working lead. The patient continued with only one working lead and now wanted the second lead, which was dead, to be replaced. The manufacturing representative (rep) told the patient to contact the rep when he was ready and the rep could provide the patient with healthcare providers (hcp) that would perform the surgery. The patient was currently seeing an hcp but he "doesn't do the wires." The patient requested a listing of physicians. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported there were impedances of >40,000 ohms. It was logged that the reporting was occurring inter-op, during a revision. It was reported that when they hooked the device up they were getting high impedance on all electrodes. It was noted that on x-ray it looked like the patient had 1x8 lead and 2x4 paddle lead. It was reported they tried different lead configuration but still high impedance on all electrodes. It was noted that he hooked lead up to snap lid and still got high impedances. It was reported that it looked like there were some insulation breaches. Additional information received reported that the paddle lead that was implanted was not working and was not used for a few years. It was noted the patient had an octad lead placed about 3 years prior to report and it was in working condition. It was noted the patient had good therapy with no problem at the time of report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).